Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an acl surgery it was noticed during sewing that the thread was out of the loop during. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device used anyway. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-1588tnt with serial/batch number 15330452 was received for investigation. The visual evaluation revealed that the suture system was broken or damaged, and the pieces of the suture were frayed. No functional testing was performed due to the damage to the device. The most likely cause can be attributed to user error, as excessive force on the shortening suture strands.